Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer presented a belly infection at the cannula insertion site as a result of an allergic reaction to the cannula. Due to the allergic reaction, the customer visited her doctor regarding the issue. The doctor provided a gel and some other unknown medical treatment to the customer.